Event description:
This pt had primary tka in 1994. She was revised in 1995 and the meniscal bearings were changed from 10mm to 17.5mm. She was again revised in 1999 and the 17.5mm bearings were found to be discolored and to have "shearing" type degradation. The surgeon wants these implants examined to determine the reason for the deterioration. A response letter is requested.